Manufacturer narrative:
H.11. A device service history review has been performed and it has been identified that the unit had no similar events since its manufacturing date. No concerning trend was detected for this failure mode. Based on the investigation findings, the root cause was most likely due to jammed or corroded pump motors, likely favored by the environmental conditions in which they work, such as condensation, humidity, and high temperatures, or the action of disinfectants used in cleaning procedures, which contribute to the wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the patient-side bridge, outlet, and gasket have been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, stating that the motors of pumps 1 and 2 on the patient side were not working during disinfection. Reportedly, error code e16 error was displayed. The issue occurred during priming. There is no report of patient injury.